Event description:
It was reported that the user experienced a low blood glucose event to 59 mg/dl, treated with approximately 15 grams of carbohydrates via glucose tablets and a small amount of soda, following a small amount of exercise, with the cause of the low reported as unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.